Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they are getting an error on the erbe stating that the activation was interrupted by a c-34 error. The tse viewed the system logs and confirmed the c-34 and m-11 errors on the erbe. The customer power cycled the erbe twice and the erbe powered back on and the error returned right away. The tse recommended swapping the vision side cart (vsc) or using a valley lab force triad. The customer chose to swap to their other vsc. The customer powered down the system and swapped out the vscs. The customer powered the system on with the new vsc and the system powered on and homed. The customer tested the energy and it was working. The customer continued with the case. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and the reported failure was confirmed and reproduced. The error logs had c-34 and c-00 errors. The unit was placed on an in-house system and was run in normal mode. The unit displayed c-34 errors upon consecutive startups. Upon visual inspection, the heat sink was showing signs of discoloration where it was silvering out. There were no visible dents or scratches.